Event description:
A malfunction was reported on the customer's pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.